Event description:
The initial reporter received questionable elecsys vitamin d assay results for one patient tested on a cobas e 411 disk. The initial vitamin d results were not reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial vitamin d result was 33.3. The patient's first repeat vitamin d result was ">250." The patient's second repeat vitamin d result was 22.43. The units of measurement were requested but not provided. The vitamin d reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the sample disk and the black cell tubings. He checked and readjusted the sample/reagent probe, bead mixer paddle, and sample pipetter probe. He performed an assay performance check and precision testing with acceptable results. The customer performed calibration and qc and had acceptable results. No further issues were reported by the customer. The investigation determined the service actions resolved the issue.